Manufacturer narrative:
The reported events of failure to advance stylet and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with the stylet inserted inside the lead. The stylet was easily removed. A test stylet was able to be inserted through the entire lead body and removed without restriction. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.

Event description:
During implant procedure, the stylet of the right ventricular (rv) lead failed to advance. As a result, increased pacing impedance was observed on the rv lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.